Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The monitors response buttons had the center of the cover on the front response button torn out. This switch had the mylar layers peeled up, which caused the dome to shift off to the side. The led on this switch was nonfunctional. The root cause of the damage is due to physical abuse by the pt forcibly removing the rubber cap center. The response button was replaced. The monitor was repaired, retested and restocked. No adverse event resulted from the response button problem. The pt received a replacement monitor.

Event description:
The daughter of a (B) (6) female pt contacted lifecor customer support, to report that her mother's lifevest was not working. Support contacted the pt, who stated that the device continues to tell her to respond after the battery pack placed into the device, and the response buttons are pressed. Support sent the pt a replacement monitor.